Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead was sensing noise and exhibited an insulation anomaly. The patient also experienced muscle stimulation. The lead was capped and replaced. The patients condition was good.